Manufacturer narrative:
A field service engineer (fse) followed up with the customer over the phone to address the reported event. While troubleshoot with the customer over the phone, fse confirmed the follicle stimulating hormone (fsh) quality control (qc) levels were out of range both high and low. Fse determined that given the erratic nature of the qc levels, there might be an issue with the latest shipment of fsh getting too hot in transit. Fse had a new shipment of fsh sent to the customer, the customer ran qc with results passing within acceptable range. Fse followed up with the customer at a later date and confirmed with the customer via phone that the new shipment resolved the out of range qc. No further action is required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The st-aia pack fsh analyte application manual states the following: storage and stability all unopened materials are stable until the expiration date on the label when stored at the specified temperature. St aia-pack fsh test cups may be stored for up to 24 hours at a room temperature of 18 - 25 °c. Calibrators must be kept tightly sealed and refrigerated at 2 - 8 °c. After opening, calibrators should be used within 24 hours. Once opened, sample diluting solution is stable for up to 90 days refrigerated at 2 - 8 °c. Reconstituted substrate solution is stable for 3 days at 18 - 25 °c or 30 days at 2 - 8 °c. Working diluent and wash solutions are stable for 30 days at room temperature (18 - 25 °c). Reagents should not be used if they appear cloudy or discolored. Quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates the most probable cause of the reported event was due to the assay temperature not being properly maintained during transit to customer.

Event description:
A customer reported out of range quality control (qc) for follicle stimulating hormone (fsh) on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh), beta human chorionic gonadotropin (bhcg), estradiol (e2), luteinizing hormone (lh ii) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.